Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during bolus delivery. Customer's blood glucose level was not impacted. Reportedly, the customer would continue to use the pump and would contact their healthcare provider for backup therapy.